Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the battery compartment is cracked. Returned battery cap was able to be tightened securely so that it was flush with pump and o-ring was no longer visible. The black box download shows multiple low battery warnings. There was no evidence of unacknowledged alarms, warnings or reminders seen in the black box. The pump was opened to inspect the power flex, battery terminal connections and pcb components; no defects were found. No evidence of moisture seen inside the pump. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The display lens was scratched. (B)(6).